Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing phrenic nerve stimulation. The atrial lead exhibited loss of sensing; diaphragmatic stimulation was noted during atrial pacing. A chest x-ray was performed which revealed that the lead had dislodged. The physician elected to reprogram the device. No additional information was reported.